Event description:
Consumer complaint of low blood results. Consumer consistently obtained "lo" results for the last 5 results in memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).